Event description:
It was reported that a replacement ilet pump generated multiple alarms advising the user to contact customer service and switch to backup therapy, including software runtime, state, and algorithm data parity check errors consistent with a program or algorithm execution failure; the alerts cleared after a restart but recurred, and a new replacement was arranged, indicating a suspected issue involving the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed an algorithm execution failure consistent with incorrect data definition affecting software behavior, with the implicated device component identified as the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was inadequate validation of a design change. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.